Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("acute pelvic pain"), abdominal pain lower ("cramping") and heavy menstrual bleeding ("extended and heavy menstrual bleeding"). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain lower, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("acute pelvic pain"), abdominal pain lower ("cramping") and heavy menstrual bleeding ("extended and heavy menstrual bleeding"). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain lower, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Essure insertion date updated and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.